Manufacturer narrative:
Other text: device evaluation: one device was returned and visual inspection revealed smiths tampered seal label was missing. Upon inspection, problem was duplicated. Found "44510" last error code message in the device information folder. A microprocessor unit board was replaced.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was a constant error code 44510 during testing. There was no patient, or clinician injury associated with this event.